Event description:
It was reported to covidien that when the pedicap reported in MFR report # 2936999-2009-00421 failed, a second pedicap was used and also failed.

Manufacturer narrative:
Product that was used in this incident has been discarded at the customer's facility. Investigation of two pedicaps returned by the customer from an unk lot number, confirmed the resistance to air flow, due to the indicator paper in the pedicap was out of spec.